Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3887-56, lot# v493025, implanted: (B)(6) 2011, product type: lead. Product ID: 74001, lot# n283338, implanted: (B)(6) 2011, product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturer representative (rep) reported that the patient had their implantable neurostimulator (ins) off for quite some time as the patient did not have pain. The rep stated the patient recently moved from (B)(6) and started to have pain again. The patient attempted to turn the ins on, but they could not as their programmer and recharger were lost. It was stated that the patient had an older device and was working with a surgeon to replace the system. The rep stated there was no malfunction with the system, though the revision was related to a therapy or device complaint. It was reported the system was replaced, and the new system was working well and resolved the patient's pain.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was not working. No patient symptoms were reported. The date of the event was not known. Troubleshooting, interventions, symptoms associated with the event, and patient outcome were unavailable at the time of report due to the patient not having a managing physician. If additional information is received a follow-up report will be submitted.